Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Rhythmcare discussed there is a sudden increase in impedance to greater than 200 ohms, and the impedance returned to typical measurement of 54 ohms the next day. Further lead assessment was recommended. The lead remains in service. No adverse patient effects were reported.